Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to unspecified reasons. A new ipp pump was implanted. Additional information received states the surgeon was noticing issues with the pump sticking and not being able to cycle the device. The pump was no longer functioning properly. The surgeon "cut the pump off at 12 and connected to the cylinders and res, implant was perfect." The patient was in good condition following the surgery,